Event description:
Per the clinic, the patient experienced pain, burning sensation, and an open wound at the magnet site (specific date not reported). The patient subsequently discontinued use of the external device and received treatment with unspecified medication (specific date,type and duration not reported), which resolved the issue. A new replacement lower strength magnet was also sent to the patient. The device remains implanted. Additional information has been requested but it has not been made available as of the date of this report.